Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred prior to being used for a totally extraperitoneal (tep) hernia repair procedure. The balloon could not be inflated while testing. There was no patient involvement and no patient injury. No medical intervention was required and the surgery time was not extended by thirty minutes or more. The current condition of the patient is stable.

Manufacturer narrative:
Section h3 evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker* pro access and dissector system. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted; the dissector balloon, obturator, valve seal and doors appeared intact. The insufflation bulb was received. Pmv performed functional testing: the dissector balloon could not be inflated; a hole at the distal end of the balloon was detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.